Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40 , lot # v719607, implanted: (B)(6) 2011, product type lead; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v514979, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
A consumer reported that they experienced problems with their dbs( deep brain stimulator). The indications for use for this patient were essential tremor and movement disorders. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they first experienced problems with their deep brain stimulator (dbs) on a saturday night in (B)(6) of 2015. The dbs was saying 'call your doctor' on the monitor. It was also reported that there was a battery problem. The consumer further reported on (B)(6) 2015 that the problems started on (B)(6) 2015. The monitor was saying "res" and the patient did not know what it meant. They called their health care professional (hcp) right away. They checked the battery and found out that their was a problem with the stimulator. The patient was scared and did not know what "res" meant. They could not get ahold of anyone and called the hcp. To resolve the problem, there was an operation and the situation was resolved. A new battery was put in.